Event description:
The pt was started on heparin at home for a dvt. The pump did not infuse properly. The res vol was not decreasing. The user could not get the pump to run after checking the batteries and trying to adjust the pump many different ways. The pt did not receive approx 3 hrs of infsuion. The pt was changed to a different pump.